Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Steel nail broke. Update: upon product return, one of the distal locking screw (40mm) was found to be broken as well.

Manufacturer narrative:
The evaluation revealed the broken nail and broken locking screw to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). During investigation no material, dimensional, functional visual or manufacturing related issues were found. The reported event was confirmed; the nail was found broken in its proximal nail hole; the locking screw with length 40mm was found broken approx. In half. Regarding nail: lines of rest were visible on the anterior and posterior breakage surfaces, indicating that both bridges broke step by step in a fatigue fracture. On the anterior bridge a rough and cliffy rim was visible towards anterior and medial, indicating a spontaneous gliding rest fracture. Drill damages were not visible within the proximal nail hole. An imprint of the lag screw on the inner posterior bridge at the breakage line indicated that postoperatively shearing forces were applied to the implants; the lag screw was pressed into the nail material at the posterior bridge at lateral. Due to this shearing forces the nail breakage started at the posterior bridge. Regarding locking screw: the breakage surface showed lines of rest over the whole surface, indicating that the screw broke step by step in a fatigue fracture. The review of the x-rays, patient data and initial surgery report revealed that the nail broke after approx. 15 months and the screw broke after approx 60 months. Surgeon instructions to patient were to partly weight bearing for 6 weeks. The IFU and operative technique include nonunion, postoperative loads, instable fractures and mental / physical disorder as contraindications, adverse effects and warnings that can lead to implant failures like breakages. Because no manufacturer or user related issue were detected the case is attributed to patient conditions (delayed healing). Review of complaint history, CAPA databases, labeling and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No nonconformity was identified.

Event description:
Steel nail broke. Update: upon product return, one of the distal locking screw (40mm) was found to be broken as well.